Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully deployed on the mitral valve. To further reduce mr, an nt clip was inserted but became caught in chordae. Troubleshooting was performed and the clip was freed from the chordae. However, it was observed one of the grippers stopped functioning. Therefore, the clip was removed and replaced. One additional clip was deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, returned device analysis confirmed the reported single gripper actuation issue. Additionally, it was noted that the tactile marker gripper line was broken. The reported difficult or delayed positioning - anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the observed gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.